Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and was rising. Also, there was a p-wave amplitude measurement issue. Concomitant medical devices: model: 694958, lead; implanted: (B)(6) 2005.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited high pacing impedance, increased short interval counts (sic), non-physiologic oversensing, and noise. Resulting in the patient receiving inappropriate therapy. A lead fracture is suspected. Also noted was the patient's right atrial (ra) lead exhibited high thresholds, and rising/high impedance. Reprogramming was completed and both eventually the rv and ra leads were extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal segment was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.